Event description:
It was reported that during a lobectomy, after the device was fired the staple line on the specimen side was jagged, it did not staple completely and there were some malformed staples. The drivers on the specimen side did not push up all the way. The patient side of the staple line was fine. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.